Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to e2, e3, g2 health professional of the initial medwatch. The information was inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. It was stated that no further support was required and also since the subject device was not returned to legal manufacture, the reported event cannot be confirmed neither the condition of the device. Therefore the root cause, neither the cause of occurrence could be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source had an error code b30 and e216. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.